Event description:
It was further reported that there was a change in therapy effect and that the patient was having repeated episodes of overdose symptoms where they are admitted to the emergency room (see manufacturer report # 3004209178-2014-21710 for previous episode). On (B)(6) 2015, the patient felt severely dizzy and could not get out of bed. The managing physician saw the patient on monday, (B)(6) 2015 and no refill was done but the patient insisted a dose decrease. The dose was decreased 3% because the patient stated she had been in the ER a few days prior to that with vertigo, nausea, and fatigue. The patient was admitted to the hospital on (B)(6) 2015 with a potential narcotic overdose. While at camp on (B)(6) 2015, the patient experienced dizziness, nausea, vomiting, and diarrhea. There was also report of apnea and ¿decreased loss of consciousness (loc)). The patient was transported to a hospital admitted to the ER and then placed in the ICU. The patient was administered a narcan drip and was then stable and began to feel better. The physician requested a pump check which noted 6.2 ml and no abnormalities seen in the logs. Reportedly, per the health care provider (hcp) and the patient, the patient was not taking other oral medications. No volume discrepancies were noted at the refills. A dye study was done in (B)(6) 2015 and this was normal. Per the hcp, no other medical conditions were responsible. There was questioning of overinfusion and there was also the consideration of drug screens on the patient. The physician may try prialt or weaning the patient of the drug completely. The hcp later confirmed the normal interrogation of the pump and administration of narcan in the ER. The device system was delivering bupivacaine and morphine. No further information was provided at this time. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).